Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a image sensor unit failure, defect of the video connector inner board, or the system. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope did not response when connected. Upon inspection and testing of the customer returned device, the scope exhibited b30 scope communication error due to damage to the imaging unit. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to damage to the imaging unit, curved rubber scratched, curved rubber adhesive missing, scratches found on the video connector, video connector cracked, scratches found on the operation part, scratches found on the grip, scratches on the angle lever, scratches on the right/left lever, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on switch 1 and scratches are found on switch 3, scratches found on the universal cord, universal code collapsed, scratches found on the light guide connector, scratches on the light guide cover glass surface, scratches found on the video connector case, and video connector case cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.